Manufacturer narrative:
The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
Sales rep (B)(6) reported on behalf of the customer that an abg revision took place, it was replaced by an exeter cemented stem. Further info has been requested.